Event description:
It was reported that the patient experienced a shocking or jolting sensation and stimulation in the wrong location. The patient felt the sensation in the perineum/rectum. It was later reported that a fracture of the patient's lead was discovered. This was the cause of the shocking sensation. The patient was scheduled to have a lead revision performed at the end of (B)(6) 2011. Additional information was requested, but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).